Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 valve in the aortic position, the implanting interventional cardiologist (ic) was attempting to position the undeployed valve to the target position. While doing so, the patient became hypotensive, prompting another aortic root shot. It appeared that the right coronary artery (rca) was occluded. The implanting ic decided to pull back the commander system and valve into the ascending aorta. The patient became unstable, and the team began CPR. Despite CPR and medicinal support, the patient could not be stabilized. A new pericardial effusion was visualized, leading to the decision to remove the delivery system (ds) and valve and open the patient to repair left and right ventricular (lv/rv) perforations. During the attempt to pull the commander system and valve out of the patient while CPR was ongoing, fluoroscopic guidance was not used. The implanting ic believed they were in the esheath with the valve, but when the esheath and ds were pulled out, the sheath exited with the ds/valve still inserted in the arteriotomy. Once the surgeon stabilized the patient on ECMO, the ds/valve were visualized in the external iliac artery near the common femoral artery transition. The surgeon performed a cut-down on the patient and successfully retrieved the 23mm s3ur valve and closed the access site. The patient remained on ECMO with an open chest. The aortic valve was not replaced during the open repair of the lv/rv. Upon follow-up, the fcs advised that the balloon was never inflated, and the device got caught at the distal tip of the esheath. Coaxial alignment of the delivery system upon re-entry into the distal end of the esheath was not visualized under fluoroscopy. The valve was on the delivery system, but the position of the flex tip during withdrawal was not visualized under fluoroscopy. It is unknown whether the delivery system was completely unflexed during withdrawal, and any damage to the esheath after withdrawal is also unknown. No other edwards lifesciences (ew) devices were damaged during the case. The patient expired on (B)(6) 2025, with the cause of death unknown. The device was discarded and not available for return. Additional follow-up revealed that the physician chose not to perform a pci for the coronary occlusion as the patient was too hemodynamically unstable. The physician was unable to provide a specific cause of death.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, a2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed empirically. It was reported that 'fluoroscopic guidance was not used during the attempt to pull the commander system and valve out of the patient. ['] it is unknown whether the delivery system was completely unflexed during withdrawal, whether there was coaxial alignment of the delivery system upon re-entry into the distal end of the esheath, the position of the flex tip during withdrawal, and any damage to the esheath after withdrawal is also unknown.' Per the training manual, 'if resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.' Per review of provided 3mensio imagery, tortuosity and calcification were observed in the abdominal aorta and access vessels (figures 1 and 2). Patient factors such as calcification or tortuosity may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with the sheath tip, resulting in difficulty withdrawing. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on the sheath tip during withdrawal. In this case, no device or procedural/device imagery were provided for evaluation. Therefore, due to limited information available, a definitive root cause is unable to be determined at this time. However, the reported event is likely due to one or more of the patient/procedural factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.